Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation type, investigation conclusion, component code), h11. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) caused an eruption console that there was restriction that wouldn't orgamate there is blood in the tubing. Patient involved and no harm reported. A getinge field service engineer (fse) checked the pim thoroughly inspected for blood stains. Safety disk (d202-00-0140) and tidal volume disc (d202-00-0142) replaced for possible contamination. All manifold checks carried out and passed. Compressor purging also carried out. Function checks also carried out and passed. Est passed. Balloon pump returned to customer in good working condition safe for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 (event site telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) was used on a patient. During therapy, the console displayed a restriction message indicating that the balloon would not operate properly. Blood was observed in the helium tubing. No patient harm was reported.